Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. The delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, difficult to remove, stent dislodgement, foreign body in patient and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the distal right coronary artery (rca), the vision stent was attempted to be placed in the lesion, but could not cross the lesion and during removal with resistance through the guideliner, the stent was dislodged. Using several balloons the stent was captured and deployed in the rca but not in the distal target area. The procedure was discontinued and there was no treatment of the distal posterior descending (pda) artery or proximal and distal rca. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.